Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and one month later, a computed tomography of chest and a duplex were performed on patient complaining with chest tightness, breath shortness, and bilateral leg pain, revealing a pulmonary embolism and right lower extremity deep venous thrombosis. After four days, a computed tomography abdomen and pelvis with and without contrast was performed on patient reportedly experienced abdominal pain, noting presence of filter in place with mild sigmoid diverticulosis and degenerative changes of the lumbar spine. After one year and ten months, a computed tomography abdomen and pelvis with and without contrast was performed on patient reportedly experienced abdominal pain and alcohol intoxication, noting inferior vena cava filter in good position. After two years and two months, a computed tomography abdomen and pelvis with and without contrast was performed on patient indicated with hematuria, noting mild low density diffusely to the liver parenchyma and presence of inferior vena cava filter. After one year and two months, an abdomen scan was performed on patient with pulmonary embolism, noting the inferior vena cava filter at the l3-l4 level. After eight months, a computed tomography abdomen and pelvis without contrast was performed, demonstrating no abnormal tilt of the filter. The apex of the filter was located centrally within the inferior vena cava and the filter was located below the right renal vein. There was no evidence of filter fracture or bending. The inferior vena cava appeared to be patent. Multiple struts extended beyond the lumen of the inferior vena cava without abnormal visceral or vascular erosion. Some atelectasis/scar at the lung bases and mild coronary atherosclerosis were noted. Perforation existed into the aorta by a medially oriented strut which perforated beyond the wall of the inferior vena cava by approximately 5 mm. Perforation exists into the mesentery, vertebral body and right psoas muscle. The struts perforated up to 8 mm beyond the walled inferior vena cava. The anterior and lateral oriented struts perforated into the mesentery. The posterior lateral strut perforated into the right psoas muscle. The posterior medial struts perforated into the vertebral body where there was osseous reaction at this level. The medial strut at the 3:00 position perforated on the walled inferior vena cava and abutted the aorta. After one year and six months, a computed tomography abdomen and pelvis with contrast was performed on patient with right flank pain from post vehicle injury, noting inferior vena cava filter in satisfactory position with acute right posterior 10th through 12th rib fractures and acute right posterior l 1 through l4 transverse process fractures with a small retroperitoneal hematoma. After one month, a computed tomography abdomen and pelvis with contrast was performed on patient indicated with back pain and history of retroperitoneal hemorrhage and transverse process fractures, noting infra renal vena cava filter remaining in situ with multiple right-sided transverse process and right-sided rib fractures. After one year and four months, a computed tomography was performed on patient indicated with left scapula pain from a mechanical fall, noting filter in place and large hematoma to the left scapular area. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the mesentery ,vertebral body and right psoas muscle up to eight millimeter beyond the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and its struts perforated into the mesentery ,vertebral body and right psoas muscle up to eight millimeter beyond the wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced abdominal pain; however, the current status of the patient is unknown.